Manufacturer narrative:
Received one device, visual inspection found that downstream occlusion sensor (dso)seal was degraded. The seal was replaced and device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
T was reported that the remote dose cord does not fully fit into the remote dose cord jack, something is preventing it from going in all the way. Received device, visual inspection found degradation of downstream occlusion sensor (dso) seal. There was no patient involvement.